Manufacturer narrative:
Merge healthcare is investigating this issue. When additional information becomes available a supplemental report will be filed.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received a complaint against the eye station. On (B)(6) 2016, a fire wire card was shipped to the account. On (B)(6) 2016, another firewire card was sent. On 06/01/2016, merge healthcare received information indicating that the merge eye station failed to connect during a procedure. The procedure was not able to be completed and subsequent patients had to be rescheduled to a future date. With eye station not performing as expected there is a potential for a delay in treatment or diagnosis. The customer indicated that there was no direct patient harm that occurred. (B)(4).

Manufacturer narrative:
Additional narrative: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2016. Troubleshooting efforts between the customer and merge technical support included sending a loaner system for use. The root cause was found to be related to CAPA qs-103430 and recall z-1142-2017. Upgrading the firewire to legacy mode on the dell t1700 capture station resolved the issue. H6 - evaluation codes: method: 10: actual device evaluated, results: 628: communications problem, conclusions: 12: design deficiency. Corrected data: device evaluated by manufacturer? Changed from no: device problem already known, no evaluation necessary to yes. Updates to g1-2 to meg mucha update to conclusion code: h6.